Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks h3 & h6: at the customer site, a field service engineer checked the core mobile system and found no power issue. Regardless, the power cord and strain relief were replaced. The unit was turned on and ran for approximately 2.5 hours with no power issues. The system met the specification for the performed service and was returned for use. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during an emergent coronary pci of lad procedure, the core mobile system shut down and would not turn on. Several attempts were made to try to get power to the system, but was unsuccessful. Ivus attempt was aborted, and patient was treated with angio only. There was no report of patient harm. This adverse event and product problem is being submitted due to the system shut down during an emergent procedure, resulting in a delay of treatment.